Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) cable break was confirmed.

Event description:
It was reported that the cause of inappropriate pacemaker operation was related to the patient cable conducting wire fracture. The patient cable was replaced. No patient complications were reported as a result of this event.